Event description:
Per the clinic, there was suspected insulation damage with the patient¿s device. The results of an integrity test (B) (6), 2009 indicated possible insulation damage. The patient was explanted (B) (6), 2009 and was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B) (4).